Manufacturer narrative:
See manufacturer¿s report # 3004209178-2019-11295 for the patient¿s other device issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapy in (B)(6) 2018. The patient stated that they found the found the batteries in the programmer were depleted and their loss of therapy got better when they put new batteries in the unit. After explaining that the depleted batteries in the programmer don¿t cause the stimulation in their body to turn off, the patient now seemed to understand. The patient stated that they did not think it possible that they could have accidently turned the stimulation off and noted that they kept the programmer in a bag. Since the stimulation was currently on it was advised they contact their healthcare professional (hcp) if their symptoms did not improve. There were no further complications reported or anticipated.